Manufacturer narrative:
Date sent to FDA: 7/9/2020. H6 patient code: 1685. Additional b5 narrative: it was reported that following an insertion the patient experienced recurrent ventral hernia, abdominal pain, nausea and vomiting. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/24/2020. H6 patient code: 3189 - surgical intervention. Additional b5 narrative: it was reported by an attorney that the patient underwent a mesh removal procedure on (B)(6) 2013. It was reported that the patient experienced adhesions between the mesh following the procedure. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.